Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the distal conductor fractured. It was noted that the proximal conductor fractured, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer insulation was melted, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical), the outer tubing overlay was breached cut and the lead was stretched.

Event description:
It was reported by the patient that the right ventricular impedance increased, a patient alert was triggered, the lead fractured, and the physician programmed off their device and lead. The patient is currently wearing an external device. During the lead extraction procedure, a perforation ocurred, the patient had extensive bleeding, required open heart surgery, and was placed on bypass. It was also reported that the lead impedance out of range patient alert was triggered, the lead had fractured, and that the patient received shocks due to oversensing. The device and lead were removed and not replaced. No further patient complications were reported as a result of this event.